Event description:
The customer's mother reported that her son had high blood glucose results while wearing a pod. She said that the pod was started at 9:20 am on (B)(6). She provided the following history: time: 12:11 pm, bg (mg/dl): 368, carbohydrate: 33 grams, bolus: 4.05u; 1:27 pm, 319; 3:01 pm, 475, 3.9u; 3:47 pm, 496. At 3.54 pm, the pod was stopped. The mother stated that it looked like the cannula had never inserted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia man result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."